Event description:
It was reported that the patient was brought to the electrophysiology (ep) lab due to noise on the right ventricular (rv) lead. The rv lead was extracted. There were no adverse consequences, the patient was in stable condition pre/during/post-procedure.